Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is missing segments. Analysis also found the upper case, lower case, one side bail cover, lead flex cover, and battery drawer are broken. The battery release and battery flex are contaminated. Two case screws and one side bail are missing. Battery contacts are compressed and the ring is bent. (B)(4).

Event description:
It was reported epg (external pulse generator) was dropped. There are parts loose inside and the menu display is bad. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.